Event description:
It was reported that a homechoice cassette leaked from an unspecified location; described as the "issue was wet device". This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: based on additional information received, the homechoice cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.